Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified oral & maxillofacial surgical procedure, it was observed that when the electric pen drive device was placed on the magnetic pad that was placed on the patient (used to hold metal instruments), the device ran without power being applied to it. It was unknown whether the safety off switch was being utilized. There were no delays to the planned surgical procedure. It was unknown if a spare device was available for use. The surgeon continued to use the same device and the procedure was completed successfully. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.